Event description:
Anesthesiologist reports, while removing the epidural catheter from an ob pt, the tip of the catheter broke off and remained in the pt. Health care professional reports x-rays were taken to confirm location of catheter tip, and a neurosurgeon was consulted regarding the incident. Per health care professional, neurosurgeon recommended they "leave the catheter in place."